Manufacturer narrative:
Device currently remains in the patient. No investigation could be made, no conclusion could be drawn as no device was returned.

Event description:
A ti sternal locking star plate was noted as broken on a follow-up x-ray. Plate was implanted with four other plates. All other plates are stable and surgeon has no plans to remove the broken plate at this time.